Event description:
Complaint no: (B)(4), receive date (awareness) 03/29/2023, product disposition: stored in-house, product compl: loss of osseointegration; country: (B)(6); adverse event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5160182, mw5160183, mw5160184, mw5160185.